Event description:
Additional information was received that the valve was infected and an aortic root abscess was observed, which required the valve to be explanted.

Manufacturer narrative:
Updated data: a4. B5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that on the same day as the implant of this transcatheter bioprosthetic valve, the valve was explanted for an unspec ified reason and a new valve was implanted in the patient.

Manufacturer narrative:
Other relevant device(s) are: product ID: d-evolutfx-2329, lot #: unknown, ubd: unknown, UDI#: unknown. Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that endocarditis was confirmed. Blood culture was performed and methicillin-susceptible staph was confirmed. Echocardiogram revealed aortic root vegetation. Per the physician, it is possible that the aortic root abscess was caused by the endocarditis. Per the physician, it is possible that the delivery catheter system (dcs) contributed to the abscess. It was noted that the patient had a port for chemotherapy.